Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 22033 in the logs and replaced master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed. Failure analysis confirmed the reported issue. The grip spring was broken in half and stuck into the grip shaft, which causing the grip to not open or close properly. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a broken grip spring. It can be resolved by replacing mtm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that master tool manipulator right (mtmr) faulted during a system setup. Before contacting the tse, the customer attempted to resolve the issue without success. The customer elected to use another surgeon side console (ssc) to complete the system setup. There was no reported injury.